Event description:
The customer reported the unit is not powering up; there is no mains indication. There was o report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit is not powering up; there is no mains indication. There was no report of pt involvement. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation. See scanned page.